Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned; therefore a visual analysis could not be performed. Based on the results of the investigation and the details of the complaint, the most probable root cause of balloon burst/rupture is operational context.

Event description:
Note: this report pertains to the second of six complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-01436, 3005099803-2010-01435, 3005099803-2010-01438, 3005099803-2010-01439 and 3005099803-2010-01440. It was reported to boston scientific corporation on (B)(6) 2010 that six extractor rx retrieval balloon devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the ercp procedure, the extractor balloon was tested outside of the patient and inflated properly. The balloon was then inserted in the ercp scope and positioned within the common bile duct. The extractor balloon was inflated to 12mm, however when the physician attempted to sweep a stone from the duct, the extractor balloon burst. The balloon burst after coming into contact with the stone. No pieces of the balloon detached; the entire extractor balloon was removed from the patient. The same malfunction occurred with six total extractor balloons during this procedure. Another manufacturers' stone retrieval balloon device was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.